Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and high impedance were observed on the recently implanted right ventricular lead. X-ray imaging results were normal. The patient¿s condition was stable and would be followed normally.